Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the customer obtained erroneous results for calcium less than 1.0 mg/dl (<1.0) and a potassium result greater than 14.0 mmol/l (>14.0). No change in treatment as a repeat tests were done, and patient's calcium and potassium levels were normal.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes e1: initial reporter state: since the reporter state is unknown, md has been used. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retain samples from bd inventory were evaluated by visual examination and no issues were observed relating to erroneous results as all samples met specifications. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-potassium, calcium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-potassium, calcium. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the customer obtained erroneous results for calcium less than 1.0 mg/dl (<1.0) and a potassium result greater than 14.0 mmol/l (>14.0). No change in treatment as a repeat tests were done, and patient's calcium and potassium levels were normal.